Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, parity 3, normal delivery (two), placenta previa and iron deficiency anemia. Previously administered products included for an unreported indication: sulfa. Past adverse reactions to the above products included rash with sulfa. Concomitant products included hydrochlorothiazide and losartan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), nausea ("nausea"), migraine ("migraines"), fatigue ("fatigue,") and multiple allergies ("allergies,"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, uti,") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, uti,"). In 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), depression ("psych injury / psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia,/low blood,"), hypersensitivity ("allergy"), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, depression, abdominal pain, menorrhagia, iron deficiency anaemia, dysmenorrhoea, hypersensitivity, vaginal discharge, headache, nausea, alopecia, vaginal haemorrhage, urinary tract infection, bacterial infection, migraine, fatigue, multiple allergies, pain in extremity, abdominal pain upper, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bacterial infection, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, multiple allergies, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy as per pfs.),(B)(6) 2008 as per pif discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: uterine fibroids. Essure device; on (B)(6) 2008: result: total bilateral occlusion. Lot number: 626683 manufacturing date:2008-03 expiration date:2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, parity 3, normal delivery (two), placenta previa and iron deficiency anemia. Previously administered products included for an unreported indication: sulfa. Past adverse reactions to the above products included rash with sulfa. Concomitant products included hydrochlorothiazide and losartan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), nausea ("nausea"), migraine ("migraines"), fatigue ("fatigue,") and multiple allergies ("allergies,"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, uti,") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, uti,"). In 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), depression ("psych injury / psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia,/low blood,"), hypersensitivity ("allergy"), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, depression, abdominal pain, menorrhagia, iron deficiency anaemia, dysmenorrhoea, hypersensitivity, vaginal discharge, headache, nausea, alopecia, vaginal haemorrhage, urinary tract infection, bacterial infection, migraine, fatigue, multiple allergies, pain in extremity, abdominal pain upper, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bacterial infection, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, multiple allergies, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy as per pfs.), 01jan2008 as per pif discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: uterine fibroids. Essure device; on (B)(6) 2008: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received : case was upgraded to serious incident category,removal details, lawyer added and discrepancy noted rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.